Manufacturer narrative:
Device not returned.

Event description:
It was recorded that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin therapy. There was no adverse impact to the customers blood glucose.